Event description:
It was reported that the customer had a button error on the insulin pump. Customer was advised to contact hosp. No add'l info provided

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused of contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of out knowledge.